Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis indicated the lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
A delivery system associated with a leadless implantable pulse generator (ipg) implant procedure was returned to the manufacturer. Subsequently, the delivery system tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.